Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not explanted.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm). X-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu). Modest alteration.

Manufacturer narrative:
An event regarding observation of less dense bone on x-ray where the patient is asymptomatic involving a tritanium baseplate was reported. The event was confirmed via x-rays. Method & results: -device evaluation and results: not performed as no items were returned; they remain implanted. -medical records received and evaluation:" x-rays confirm an implantation of cementless triathlon cr components with a tritanium baseplate. There is a gap space visible below the posterior baseplate section immediately postop arthroplasty while from 3-months on progressive radiolucencies are seen below the posterior baseplate accompanied by loss of bone density in the anterior, medial and lateral proximal tibial bone area. The arthroplasty has additionally a mild valgus alignment with an obliquity of the joint line of 7°. Posterior baseplate slope and posterior femoral condylar offset appear adequate. No revision surgery has been performed or planned thus far, the patient likely remains under close follow-up for development of any clinical symptoms, not reported at this time. It should be noted that the observed gap space below the posterior baseplate section is not really excessive and would not normally cause a major obstruction to bone ingrowth for the rest of the device. Diagnosis: an adverse bone ingrowth condition was observed for a tritanium baseplate caused by a bone defect condition after suboptimal surgical preparation of the tibial bone in combination a with a few more procedure-related issues contributing to relative overload in the arthroplasty although we should also note that tritanium has critical bone ingrowth requirements and as such is more susceptible to implant fixation issues". -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: review of the provided x-rays by a clinical consultant indicated "an adverse bone ingrowth condition was observed for a tritanium baseplate caused by a bone defect condition after suboptimal surgical preparation of the tibial bone in combination a with a few more procedure-related issues contributing to relative overload in the arthroplasty although we should also note that tritanium has critical bone ingrowth requirements and as such is more susceptible to implant fixation issues". Further information from the clinician indicated "none of the patients has clinical complaints and with none of them is revision surgery currently under consideration". No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Surgeon report "osteolysis"/bone appearance underneath the tibia plateau (the region underneath the plateau and about 1 cm) x-ray observation of less dense bone around the tibia prostheses during follow-up visits (3m fu). Modest alteration.